Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, e1(site country), g3, g6, g7, h2, h4, h6(type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: d5, e2, e3, g2, h3. E1 (event site postal code - (B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue fault traced to intermittent connection to front end board. To fix the issue, the fse re-secured connector pins and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Manufacturer narrative:
Type of investigation not yet determined: the device evaluation is anticipated but not yet begun. A supplemental report will be submitted when additional information is provided. The full name of the event site was shortened due to field character limit; the full name is (B)(6) hospital. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that during a routine checks performed by the customer and upon power up, the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails code #53. There was no patient involvement, and no adverse event reported.